Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamilton medical ag: alarm show loss off external power and ventilator not charging no patient involvement.